Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. Customer advised that she on her way to see her doctor. The customer was advised to call us back when she is home in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.